Manufacturer narrative:
(B)(4).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of a 5.5 cm diameter abdominal aortic aneurysm. Aortic neck was 24 mm in diameter and approximately 22 mm long and had 50 degree angulation. Iliacs had unremarkable tortuosity, some calcification, and were narrow at 5-6 mm in diameter. It was reported that after the endurant bifurcated stent graft was delivered and deployed without issues, the final angiogram showed a slight type IV endoleak, described as a blush, above the flow divider. No intervention was performed, and the patient will be monitored by the physician. It was reported that there was a dissection in the left internal iliac artery with partial occlusion of the vessel. The patient has small access vessels and there was high friction during deployment. No additional information has been provided. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak, dissection, occlusion); patient's condition affected effectiveness of device (high deployment friction from small access vessels). Conclusion: device failure/lack of effectiveness related to patient condition (high deployment friction from small access vessels).